Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. Reimplantation is planned but had not taken place at the time of this report. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a infection around the implant side resulting in the extrusion of the implant. Treatment with antibiotics (type and date not reported) was attempted. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.